Manufacturer narrative:
(B)(6). The reporter of the event was asked to return the product for analysis, to provide patient information and to indicate product serial number. To date, neither the device nor any further information has been received by apollo. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera¿ include: spontaneous hyperinflation due to gas production within the balloon. Warnings: spontaneous hyperinflation of an indwelling balloon has been reported in patients with orbera. Symptoms of balloon over-inflation include intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seek immediate care. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, gastric and esophageal perforation and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced hyperinflated balloon; about 40% larger balloon volume. Device was removed.